Event description:
The pt stated that for about 5 days they noticed a decimal point on their blood glucose readings. They stated that they weren't sure what the decimal point meant and just interpreted the results as low. The pt tested their blood sugar. The result was 18.2 mmol/l but the pt interpreted it as 182 mg/dl. They then went to the hospital to pick up some prescriptions. While there they stated that they felt dizzy. They asked a nurse if she could test their blood sugar, which she did. The result was 362 mg/dl. The nurse had the pt take their own insulin as treatment. The pt stated that they take regular insulin based on a sliding scale and that they normally would take their regular insulin if their readings are over 200 mg/dl. The pt did not take any insulin because of the result of 182 mg/dl (reading was actually 328 mg/dl). The pt discovered during troublshooting with lfs that the meter was set incorrectly. The pt does not remember going into the set-up mode to make any changes. The issue was resolved. This case is being reported as an adverse event because results in the wrong unit of measurement, that could be due to malfunction or use error, contributed to hyperglycemia. The meter was not replaced for the pt. No further info has been reported.